Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed. The hospital has reported no patient injury occurred.

Manufacturer narrative:
12/31/98- supplemental report sent to FDA.